Event description:
I was implanted with essure in (B)(6) 2013. Essure was recommended by my ob and approved by my neurologist, as I have a long history of migraine I wanted to be sure the procedure would not increase the frequency, duration or pain level of the migraines. Shortly after the procedure the migraines did all of the above. On (B)(6) 2013 was the day the migraine went intractable. I was hospitalized 3 times in 2013 to try to break the cycle but none of the treatments were successful and I remain in an intractable state today, not even one day without a migraine for almost two years. In addition, I was diagnosed with fibromyalgia in (B)(6) 2014 and endometriosis in (B)(6) 2014. I was treated at a local ER for undiagnosed left flank pain in (B)(6) 2014. I had a hysterectomy in (B)(6) 2014 which left me with only my right ovary. I was unable to keep my left ovary. I was let go from my job in (B)(6) 2014 due to my health. I had worked for the company the last 10 years, that does not include the 3 years I had worked for the same company before moving out of state for a year. Despite removal of essure I remain in a state of intractable migraine which may never change as the longer I remain in the state of chronic, daily, intractable migraine the less likely treatments will be able to break that cycle, though I remain hopeful. No medication has helped with the treatment of fibromyalgia and despite near yearly pelvic exams, I had never been diagnosed with endometriosis prior to (B)(6) of 2014. My life has changed dramatically since I had the essure procedure. I rarely drive or even leave my house. I am no longer able to plan anything as I never know how bad the pain will be from one day to the next. I have lost my career, friends, independence and my ability to be the "go to" person I once was. I went with the essure procedure because I was assured there would be no negative impact on my migraine status. Not only did I suffer from negatively but am now diagnosed with two additional pain creating illnesses. Please do not let other women be affected as I have and get this product pulled from the market.